Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the display of the insulin pump went blank. The customer pressed dome buttons after which the display returned, but the device alarmed off no power and another error. The customer cleared the alarms and the numbers on the insulin pump started ramping on their own. The customer's blood glucose was 132 mg/dl. Troubleshooting was performed, but the alarms persisted. The customer was advised to disconnect from the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a constant error alarm due to problem isolated to the motherboard. No blank display noted. The lcd board was ok. However, further information could not be performed due to the constant error alarms. The device had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.